Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code jdo. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7539524 of helix blade 90mm was processed through the normal manufacturing and inspection operations with one nonconformity noted. The noted nonconformity was for small burrs/chipwelds after the turn process. Processing was continued on the lot as the subsequent processes (vibrate and usltrasonic clean and electropolish) are intended to remove such burrs. The lot was again fully inspected after electropolish and found to be conforming. This lot met all dimensional and visual criteria at the time of final inspection with no issues documented that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7396634) met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient harm was a trans-trochanteric hip fracture.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that a visual inspection of the plate shows scratches along outside edge of part and in the d5 hole. Due to the helix blade insertion into the dhhs plate, no internal dhhs dimension was taken. Measurements of the d5-hole diameter and the b-barrel diameter reveal conformity for those features. A heavy nick is apparent on the scallop nearest the bend. Flats of helix blade do not appear to be lined up with the keyway of the plate. No other damage or visual anomalies are noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery there was an issue with the blade and the plate. Reportedly the doctor could not take the blade out without the plate. Surgery was prolonged about 1 hour. This is report 2 of 2 for (B)(4).